Event description:
Patient was on vacation from (B)(6) 2013. He experienced hyperglycemia of 31.2 mmol/l (561.6 mg/dl) on (B)(6) 2013 and 35 mmol/l (630 mg/dl) on (B)(6) 2013. He experienced a disturbed level of consciousness, nausea, vomiting, and diarrhea. He was admitted to the to the critical care unit of the hospital on (B)(6) 2013 and was diagnosed with diabetic ketoacidosis and gastroenteritis. He received IV fluids, short acting insulin, a kcl infusion, maxipime, flagyl, and perfalgan via IV. He was discharged from the hospital on (B)(6) 2013, and his blood glucose returned to his normal range. He believes the insulin delivery of the infusion device is too low. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy and the occlusion limits were tested successfully and comply with the product specifications. Also the alarm functions were tested successfully and no malfunction was observed during the investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.